Event description:
Arterial pressure exceeded alarms occurred during a routine hemodialysis treatment and venous air alarms occurred at the start of another hemodialysis treatment. Alarms could not be resolved and rinseback was not performed for either event, resulting in an estimated total blood loss of 230cc. The patient's standard epogen dose was increased as a result of the two blood loss events. No other medical intervention was required.

Manufacturer narrative:
Follow up with facility staff attributed the alarms and subsequent blood loss events to user error. The operator did not follow instructions for patient connections and rinseback per the user's guide. There is no evidence of a device malfunction. Facility staff has provided additional training. There have been no similar problems reported subsequent to this event.